Manufacturer narrative:
The reported complaint of being unable to interrogate the ra lp was confirmed. The user attempted to interrogate a paired active ra lp and an unpaired active rv lp using the implant workflow. The implant workflow is not designed to support this particular use case. The root cause appears to be that an incorrect workflow was used to interrogate the ra lp, that was temporarily removed from and added to the patient.

Event description:
It was reported, the patient presented in clinic for follow-up. Upon interrogation, it was discovered, the leadless pacemaker (lp) was failing to sense and failing to capture. X-ray confirmed, the lp had dislodged to the inferior vena cava. The lp was successfully retrieved. The physician attempted to re-implant the device, but was unable to interrogate it. A new lp was implanted. The patient was in stable condition before, during and after the procedure.